Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, two out of range impedance measurements were observed on the sense/pace portion of the right ventricular lead. The patient will continue to be monitored through merlin. No further action to address the issue was suggested. The patient condition is good.